Event description:
Testing by siemens identified discrepant results between rapid instruments readings compared to the overnight visual examination on synergy plus panel types. These readings should provide the same results. Enterobacteriaceae with known carbenaenem resistant (cre) were tested on synergies plus negative breakpoint combo 7 (si+nbc7) b1025-109. Lot 2014-01-31 and provided discrepant results when rapid instrument (<16 hours) readings were compared to overnight visual reads with imipenem and meropenem. Changes in categorical agreement was observed from sensitive to resistant. This was a siemens internal study and did not involve patient isolates. There is no impact to patient therapy or testing.

Manufacturer narrative:
Evaluation: method - testing to compare instrument and visual readings. Results - discrepancy between rapid instrument read and manual readings. Conclusion - instrument and visual reads should provide the same results.